Event description:
On (B)(6) 2012, a 1 hour and 30 minutes sacroperineal repair of rectal prolapse procedure was performed at (B)(6). A erbe icc-350 electrosurgical generator and a non-monitoring dispersive electrode (model rs05) were used. The patient was lying in the gynecologic position and was not repositioned. The electrode was placed on the upper right thigh. The patient was of athletic built. The skin type of the patient was described as "normal." The skin was not cleaned, not shaven, not disinfected and not dried. The power setting was described as "coagulation mode 100 (max. 120)" and was not raised. At the end of the procedure 1 burn (according to the hospitals) underneath the dispersive electrode was discovered, at the right side (when viewed from the cable connection on the gel side), to the far corner. The wound has been described as 1st degree burn of approximately "1-2cm when it was discovered." The hospital stated "nurse took off electrode, but just right side of burnt place came off." It was also reported that no surgical treatment was used: "patient didn't want to have another surgery for that burnt so doctors cleaned and put some ointment."

Manufacturer narrative:
The device involved in the incident and the retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. The device involved shows hair at the burn site. This finding of hair and the information provided in the questionnaire indicate the IFU has not been followed. It states explicitly "shave the chose skin area and clean it carefully e.g. Of cosmetics. Dry it thoroughly, in particular if alcohol or other skin cleaning fluids are used. Avoid using flammable skin prepping agents or disinfectants e.g. Acetone degreasers. Be aware that failure to shave might lead to skin burns." In additional, the IFU explicitly states a warning "if an electrosurgical unit offers an electrode contact quality monitoring system like rem, nessy, arm, etc., always use a split electrode." An electrode monitoring system cannot work with a standard un-split electrode. The erbe icc 350 offers such a monitoring system. The hospital has used a non-split electrode. The use of a split electrode (instead the non-split electrode actually used) with activated electrode contact quality monitoring system would have prevented any burn. We therefore conclude that a user error caused the event.